Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 408 mg/dl. The customer¿s other blood glucose level was 396 mg/dl and 222 mg/dl. Customer stated that the insulin pump was delivering small amount of insulin, then stop no matter how much she attempts to bolus. Customer stated that the insulin pump had no delivery alarm which was resolved by troubleshooting. The insulin pump will not be returned for analysis.